Event description:
To summarize this event, follow-up images performed on (B)(6) 2009, were provided to aga medical of an implanted amplatzer duct occluder (ado) that was described as being fractured. The ado device was deployed off-label in a ventricular septal defect (vsd) on (B)(6) 2006. The device remains implanted with no adverse event reported.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder (ado) involved in this incident since the device remains implanted. Additionally, the manufacturing records could not be reviewed since the product, lot and serial numbers were not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. Review of the implant and follow-up images by aga medical's chief scientist and director of scientific research resulted in the following findings: there were two ado devices in the ventricular septum, one in the high muscular septal location and the other in the apex of the heart. Both devices appeared to have a twisted or mis-aligned proximal body in the implant images. The proximal marker band and end screw for the high muscular device was shown at an acute angle from the centerline of the device, possibly due to the delivery system's approach at the time of deployment. In the images taken 2 1/2 years after implant, the appearance of the proximal end of the device in the high septal location appeared to have changed slightly. The proximal body and marker band appeared to have rotated further from the device centerline and the marker band and end screw orientation suggested the possibility of fractures in this region of the device's braid wires. The proximal marker band and end screw remained affixed to the device by way of the remaining braid wires. The extent of endothelialization could not be determined from the images provided. The amplatzer duct occluder has not been studied for closure of ventricular septal defects and is not indicated in the instructions for use. In addition, the amplatzer duct occluder instructions for use warns against releasing any device that does not conform to its original configuration or if the device position is unstable. It is recommended to recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device.